Event description:
It was reported that a small volume folfusor was ¿leaking at the filling port.¿ the device had been filled with heparin and sodium chloride solution. This occurred after filling, but before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.